Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event occurred. Date of issue is an approximation. The patient stated her friend told her she was going to check on her and when she did, she found the patient passed out on the bathroom floor. The patient stated they woke up in the emergency room (ER) and was admitted for diabetic ketoacidosis (dka). She indicated that her blood sugar was over 400mg/dl and that the alarm on the receiver did not go off at the time of event. The patient could not recall further event details. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.